Manufacturer narrative:
(B)(6).

Event description:
It was reported that the accuracy of the cadd® cadd® medication cassette reservoir and pump combination is more than +6%. The 100 ml cassettes were filled with solution of injection water and veletri medication. Cassettes are empty at the end of therapy. There was no patient injury associated with this occurrence. No medical intervention was required.

Manufacturer narrative:
Three cadd extension set samples were returned for analysis in used condition. The samples were visually inspected under normal conditions of illumination and no discrepancies were found. The hydrostat vessel was used to perform testing. No discrepancies were detected in two of the samples, there was resistance for the fluid to passed through the assembly in one sample, the sample was cut and excess solvent was found inside the tube. A review of the manufacturing process was conducted by in order to verify that there are no situations or practices that could create the event as described. The most probable cause is that the operator applied an excessive amount of solvent in the bonding between the tube and the filter and was not detected in the inspection. The process has been mitigated to ensure that the operators can be able to see if tubes presents any excess of solvent.

Manufacturer narrative:
Additional information: the initial report was sent in MFR report #: 3012307300-2018-04155 as a concomitant product to pump serial number 340055. Pump serial 340055 was also sent in MFR report #: 3012307300-2018-03975. Therefore, MFR report #: 3012307300-2018-04155 is a duplicate reported of MFR report #: 3012307300-2018-03975. Device evaluation: three cadd extension sets returned for analysis. The sets was received in used conditions without their original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies found. Leak testing was performed using hydrostat vessel and no discrepancies were detected in two of the samples. However, there was resistance for the fluid to passed through the assembly in one of the samples, the sample was cut, and excess solvent was found inside the tube. The reported allegation was confirmed. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Production performs a 100% in process inspection, in order to verify tube does not display any excessive solvent. Quality control also takes fifteen units every two hours to inspect and make sure parts are free of excessive bonding. According to investigation the most probable causes of this reported problem could be that the operator applied an excessive amount of solvent in the bonding between the tube and the filter or production personnel did not detected the excess of solvent on the 100% visual inspection. Since the lot number related to the product of this complaint was not reported, it is unknown if the product was manufactured after the implementation of the actions described above.